Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2327039. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter the catheter was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital on april 17 due to chronic gastritis. On the same day, a closed venous indwelling needle was used for intravenous infusion. After the puncture was successful, it was properly fixed. During the infusion on april 18, it was found that there was a lot of blood back in the extension tube, and the closure of the tube sealing clip was not complete, which caused the needle to be blocked,then the indwelling needle was pulled out, and the disposable infusion set was replaced to puncture again, and the infusion was carried out successfully.